Manufacturer narrative:
The patient sample was collected in a serum separator tube. The patient sample was centrifuged on the track system of their automation line. The sample was re-centrifuged prior to repeat testing being performed. Qc was performing within the customer's established ranges at the time of the event. On (B)(4) 2011, a bec field service engineer (fse) performed system checks, which passed within instrument specifications both before and after completing some very minor hardware repairs. Fse completed a passing system check and a passing high sensitivity system check within instrument specifications prior to performing any repairs. Fse cleaned the aspirate probe and substrate probe exteriors. Fse tightened the duck bill housing nut. Fse performed another system check which passed within instrument specifications and a 12 replicate ck-mb precision run on each pipettor and the result met the assay precision claims. Although the fse did make some minor repairs to instrument hardware, a definitive root cause has not been determined for this event to date.

Manufacturer narrative:
Change from: (B)(6) to: (B)(6). Add the state of (B)(6).

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous elevated ck-mb result above the normal reference range for one patient generated by the unicel dxi800 access immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician and the patient was redrawn. The initial sample and the redrawn sample were tested on the same instrument and lower results within the risk stratification range of the assay were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.